Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after manually rotating the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 30-degree endoscope orientation was flipping when inserted into the patient. The customer reported they removed the endoscope and reseated, but the issue did not resolve. The customer reported they manually rotated the 30-degree endoscope, and it was staying in the correct orientation. The technical support engineer (tse) recommended removing the 30-degree endoscope and to instrument clutch the arm or power cycle system if the issue returned. The procedure was completed as planned with no reported injury.